Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod on the arm between 36 and 48 hours. The pod was removed and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula not deployed.the cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The download data revealed that the pod was in pod state 14, indicating that pod activation was not completed after it was filled. The pod could not be activated in this state and thus, the needle deployment and fluid delivery were prohibited.

Manufacturer narrative:
Per new information provided on 2/25/2020 d4 - lot no changed from l44753 to l44986. D4 - serial no changed from 0680579 to 0641549. D4 - expiration date changed from 10/15/2020 to 1/17/2021. D4 - unique identifier (UDI) # changed from (B)(4) to(B)(4). H4 - device mfg date changed from 4/15/2019 to 7/17/2019.